Event description:
It was reported that during a routine follow up, upon device interrogation, the right ventricular lead exhibited an increase in capture thresholds and low impedance. The device was reprogrammed and the lead would be monitored. There were no complications to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.